Manufacturer narrative:
Concomitant medical products: product ID: 863740, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer's representative (rep) regarding a patient receiving unknown baclofen (2000 mcg/ml at 452 mcg/day) via an implantable pump. The pump's indications for use (IFU) were listed as intractable spasticity and cerebral palsy (cp). The rep reported that the catheter was removed due to a break, tear or hole. The rep also indicated that before pump reset (pump reset event information is covered in manufacturer's report # 3007566237-2015-03511), the pump was delivering unknown baclofen (2000 mcg/ml at 500 mcg/day). Additional information (including the cause and location of the catheter damage) has been requested. A follow-up report will be sent if additional information is obtained.